Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 2 in the patient's mouth. Primary stability was not achieved. The site was not grafted. The product will be forwarded to the manufacturer for further investigation. There were not reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 2 in the patient's mouth. Primary stability was not achieved. The site was not grafted. The product will be forwarded to the manufacturer for further investigation. There were not reported patient complications. (B)(4).